Event description:
As reported, the thermogard console (sn (B)(4) displays mid:16 (software related) error message during the power on self-test (post). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The customer's reported complaint of the "thermogard console (sn (B)(4) displays mid:16 (software related) error message " was not confirmed during the review of the event logs and functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a mid:16 error message was not observed, thus not confirming the reported complaint. In addition, unrelated to the reported complaint, the event log shows a presence of the mid:11 (post nvram) error message on (B)(6) 2022, as a result of the software upgrade performed during the preventive maintenance. The thermogard console passed the initial functional test without any fault or error. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.